Manufacturer narrative:
DHR review was performed, and no relevant non-conformances were identified. Ring suture dehiscence may occur early or late. This may present as para-ring leak-regurgitation. When it occurs in the early post-operative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Although the product was not returned and there is an allegation (explant was due to structural deficiency of the device), dehiscence after an implant duration of 1 year and 7 months is most likely related to patient and-or procedural factors, and is not a result of a manufacturing non-conformance. Based on the information available, the complaint is unable to be confirmed. A definitive root cause cannot be conclusively determined, however, patient and/or procedural factors likely caused or contributed including inadequate device implantation, friable myocardial tissue or implantation of an amplatzer occluder in the right atrial appendage, as reported. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received notification via the implant patient registry that this ring model 5200m32 was explanted from the mitral position after an implant duration of one (1) year and seven (7) months due to dehiscence leading to moderate insufficiency. As reported, ring dehiscence occurred at the anterior commissure and could have been caused during the implantation of an occluder in the right atrial appendage. A 27mm magna ease valve was implanted in replacement. Patient remained hospitalized with pneumonia after the procedure.